Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing chaffing from the garment. Nurses believe that the patient was having a bad reaction to antibiotics and the patient was experiencing a bad rash from head to toe. The patient's skin was red and peeling. The lifevest seemed to exacerbating this rash. There was no alleged device malfunction contributing to the irritation. Patient had by creams applied by staff at nursing home to try and help. Outcome of the irritation is unknown.